Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation, the monitor failed incoming testing. The cause for the failure was isolated to contamination on connector j1002aa and j1003aa pins on the defibrillation board which caused c19 to short out. Additionally, j1004 and j1005 components on the pca board were defective. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.